Event description:
Pump was received at service facility with a note indicating the pump was "inaccurate". Reportedly this pump was being set up for use when the secondary rate reportedly "could not be adjusted, ran wide open". No other info provided. No pt injury was reported.